Manufacturer narrative:
The insulin pump alarmed noted during self-test due to faulty electrical component on the radio frequency board; unable to complete functional test due to a64 alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Nurse reported via phone call that the device had alarmed radiofrequency failed self test alarms. Customer's blood glucose was unknown. No troubleshooting was done. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.